Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b3. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through bench testing using a known good test circuit and o2 supply without duplicating the report. The manifold flow screens were replaced as a precaution. The device was recertified and returned to the customer. It's also important to mention that the device was initially sent to a third party biomed that may have tried to repair the product. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to ventilate a 53-year-old female patient, the device displayed a "self-check failure - 1001" error message. Complainant indicated that the clinician manually ventilated the patient to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.